Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had inadvertently become wet for about a 1 minute before it was dried off. Afterward, a pump alarm occurred and was unable to be cleared. Customer discussed an alternative method for insulin therapy. Customer's blood glucose was within range (value not provided).